Event description:
It was reported that the pump's alarm volume and vibration were too low. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer reverted to an alternate method of insulin therapy.